Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient said last week their therapy turned off in the middle of the night and checked it ¿last saturday¿ and it said their therapy turned off. They charged it up and then on friday it showed low, and they said they used to be able to go ¿a week or two¿ between charging. They said they had their laptop on their stomach with a pillow under it was they were in bed the night therapy turned off. They didn¿t know if the batter level was just low, or if the laptop interfered. The patient said they had increased their stimulation, but just a little bit, nothing major, and hadn¿t had any falls or trauma. It was advised that they followed up with the hcp for further investigation. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the implantable neurostimulator (ins) turning off was ¿apparently due to a low battery¿ and the patient had ¿been using a laptop.¿ to resolve the issue the consumer charged the device and turned it back on with the remote. According to the consumer they didn't know if the issue had been resolved since they hadn't had it do it since that time. No further complications were anticipated.